Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the (B)(6) privacy regulation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ventilation stopped on this ht70 ventilator and an intermittent alarm sound was heard. It was additionally reported that the battery gauge displayed a "?" Mark. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without harm.

Manufacturer narrative:
Corrections made in section d. Section h4 manufacturing date added. Additional codes added to section h6 method, result and component. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ventilation stopped on this ht70 ventilator and intermittent alarm sound was heard. It was additionally reported that the battery gauge displayed a "?" Mark. The device was available for evaluation. Service personnel (sp) inspected the ventilator and could not duplicate the reported condition. Sp reported that the control board, power pack battery and backup battery were replaced preventatively. Three components: control board, backup internal battery and power switch were returned to medtronic for further analysis. A visual inspection of the returned power switch shows physical damage, one of the metal terminals had broken off. No visual defects were found on the control board or the internal battery. The control board and the internal battery were installed into the failure investigation (f.I) test ventilator and it functioned normally with damaged power switch. It is noted that that event history was unable to be checked as the sbc board was not returned with the other components. The reported symptom of loss of ventilation was unable to be replicated. Although the power switch was noted to have have been damaged, the returned components functioned normally and the reported issue could not be duplicated. The likely cause of the event could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to h6 evaluation code method. Correction to h6 evaluation code result. Additional information received regarding repair as follows: a third party service provider evaluated the ventilator on (B)(6) 2021 but was unable to duplicate the reported event. The following components will be replaced as a precaution: 1. Control board 2. Power pack battery 3. Backup battery no further information was available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.